Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, the customer had been attempting to load the cartridge outside of the load sequence. The customer declined further troubleshooting the issue and reverted to an alternate pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.